Manufacturer narrative:
On 12 april 2016 it was prepared a final report with the information already submitted in the initial report. On 25 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 05 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: stem loosening, clinical signs 3 years postop, revision of femoral components made 4 years postop. The stem looks correctly aligned, perhaps sitting a little high in the femur, there is no possibility, from the supplied information, to reconstruct the reasons that led the surgeon to make this choice. Proximal fixation was not achieved and the stem got painful and eventually loose. The root cause cannot be determined with certainty. Batch review performed on 08 february 2016. (B)(4).

Event description:
The patient started having pain on (B)(6) 2014 and it continued into (B)(6) 2015. The surgeon noticed that the stem was potting and decided to revise on (B)(6) 2015. The surgeon removed the stem and ball head and put in another company's product. The surgery was completed successfully. X-rays available. The explants will not be returned.